Event description:
Boston scientific received information that this this right ventricular (rv) lead was being explanted for unknown reasons. Attempts to gain additional information have been unsuccessful. If new information becomes available, this report will be updated. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.